Manufacturer narrative:
After battery installation, the middle (enter) keypad button did not work. After further review, there was mold on the terminals of the keypad flex cable. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the keypad anomaly. Device was received with a crack in the battery tube that starts at the corner of the belt clip rails. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and keypad was not responding. The customer was also reported that battery compartment had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.